Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks on (B)(6) 2024 and five inappropriate shocks on (B)(6) 2024 due to oversensing of noise. The patient also reported discomfort/pain and undesired sensations. The noise was reproducible in clinic by moving the device at the level of the can. X-ray imaging showed the electrode coil bent towards the left pectoral region with a curve at the connector level creating a kink. System replacement is scheduled. No other adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and their subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully reimplanted on (B)(6) 2024. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks on (B)(6) 2024 and five inappropriate shocks on (B)(6) 2024 due to oversensing of noise. The patient also reported discomfort/pain and undesired sensations. The noise was reproducible in clinic by moving the device at the level of the can. X-ray imaging showed the electrode coil bent towards the left pectoral region with a curve at the connector level creating a kink. System replacement is scheduled. No other adverse patient effects were reported.